Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl. The patient reports they had been vomiting. The patient reports being unable to apply a pod due to their controller had been frozen on a software application update. Once at the hospital the patient reports their blood glucose level had rose from 600 mg/dl to 2200 mg/dl. Once at the hospital the patient was treated with an insulin drip. The patient was discharged from the hospital after 3 days.